Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.